Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issues highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. It was reported that the dressings were used for treatment and creasing was found on the film. The returned samples were visually and functionally evaluated which confirmed this issue. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. As in-process checks failed to identify creasing to the film on this rare occasion, the most probable root cause was traced to the manufacturing process and a relationship was confirmed between the device and event. As the occurrence of the reported issue is within acceptable range, no further actions are deemed necessary at this stage. However, this complaint will be communicated to the relevant manufacturing team to raise awareness. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the back paper dropped off and the dressing curled when it was opened up.